Manufacturer narrative:
The device was not returned for analysis. A review of the production records and compliant history could not be conducted because the lot number was not provided. Corrective and preventive action (CAPA) review was performed and revealed no indication of a product quality issue. The patient effects of hemorrhage, hematoma, occlusion and infection are listed in the proglide instructions for use (IFU), as potential complications associated with the use of suture-mediated closure devices. In the absence of device returned for analysis, a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported patient effect of hemorrhage is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The aim of this article was to analyze the complications of the percutaneous axillary access (paxa) during fenestrated or branched endovascular aneurysm repair procedures. Two proglide closure devices served to close arterial access in all procedures with the use of balloon inflation in case of arterial blush [failure to achieve hemostasis]. A covered stent was deployed in case of persistent hemorrhage. Additional adverse events reported at the access site that are potentially linked to the proglide included: stenosis [occlusion] requiring surgical intervention, hematoma and infection the article concluded that paxa was an efficient upper extremity access and associated with a low rate of paxa-related events. Additional information can be found in the attached article: percutaneous axillary artery puncture: an efficient approach for upper extremity access

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article "percutaneous axillary artery puncture: an efficient approach for upper extremity access" b3: the event date range will be estimated as (B)(6)2019 as it was stated in the article that patient's were enrolled (B)(6)2019 through (B)(6)2021. D4: the UDI is not known as the part and lot number were not provided.